Event description:
Allegedly it was reported a capsular contracture baker grade iii/IV, rotation.

Manufacturer narrative:
Quality department received a complaint from a customer, notifying ¿capsular contracture baker grade iii/IV, rotation¿. The device involved corresponds to a motiva implants, serial number (B)(6), catalog number rsf 450+. Attempts to collect event details and clinical evidence are being performed. DHR review: a complete review of the DHR was carried out, no deviation was found in the process, so it is established that there is no evidence of a relationship between the event and the manufacturing process. Shell manufacturing: no deviation or abnormality detected. Gel mixing: no deviation or abnormality detected. Primary packaging: no deviation or abnormality detected. Sterilization: no deviation or abnormality detected. Second sterilization round: no deviation or abnormality detected. Secondary packaging: no deviation or abnormality detected. Labeling: no deviation or abnormality detected. A review of complaint history for the reported lot number and sterilization run found no other similar complaints reported in the past. Literature reference: the most common overall indication for reoperation is capsular contracture. (Handel, 2006). Breast prostheses are no different from any foreign material implanted into the human body in the sense of triggering a protective immune reaction from the host. This ¿foreign body response¿ (fbr) is universal and ideally removes or otherwise surrounds the ¿irritant material¿ with fibrous tissue to prevent unwanted immune sequelae. A capsule around a breast implant is, therefore, a necessary mechanism of body defense, but if excessive it can lead to pain and deformity of the breast (steiert, et al., 2013). It has been identified several significant risk factors for capsular contracture, including device features (surface, size), surgical factors (periareolar incision, subglandular placement, antibiotic irrigation), the development of hematoma/seroma, and the use of a surgical bra. (Calobrace, 2018). Periprosthetic capsules become pathologically active and undergo a ¿constrictive fibrosis¿ due to retraction of the fibrous tissue, which deforms their contents and impairs the aesthetic outcome, manifested by hardening of variable degree and, in advanced cases, by deformity of the breast. (Baker et al., 1990). Back-to-front flipping is rare, reportedly accounting for 0-5% of cases 1 - 3. Diagnosis is clinically performed through physical examination of the patient and observation of possible changes in breast shape, without the need for diagnostic examinations. Asymmetries secondary to mal positioning are generally attributed to over dissection of the pocket or displacement of the implant. Patients usually present with the complaint of loss of breast shape; the breast appears as an anterior flat disc due to the flat base of the implant facing anteriorly 4. In order to avoid rotation of the implant, it is essential that the surgeon makes a choice of the implant adjusted to the patient's measurements and that the dissection of the pocket be adjusted to the measurements of the implant, especially in width. The repose of the patient in the postoperative period is fundamental. It is recommended to wear bra day and night for 6 weeks, avoiding physical exercise during this period. 1. Cunningham b. The mentor core study on silicone memorygel breast implants. Plast reconstr surg. 2007:120(1):19s-29s; discussion 30s-32s. 2. Cunningham b. The mentor core study on contour profile gel silicone memory gel breast implants. Plast resconstr surg. 2007;120(1):33s-39s. 3. Spear sl, murphy dk, slicton a, walker ps. Inamed silicone breast implant u.s. Study group. Inamed silicone breast implant core study results at 6 years. Plast reconstr surg. 2007;120(1):8s-16s; discussion 17s-18s. 4. Khan ud. Back-to-front flipping of implants following augmentation mammoplasty and the role of physical characteristics in a round cohesive gel silicone breast implant: retrospective analysis of 3458 breast implants by a single surgeon. Aesth plast surg. 2011; 35:125-128 dfu review: the instructions for use in the directions for use were reviewed, to determine if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: "a capsular contracture pertains to hypertrophic scar tissue investing in a foreign body or surgically implanted device, compromising the aesthetic outcome, resulting in pain, breast deformity, and often necessitating further operations. Detection of breast cancer by mammography may also be challenging. Capsular contracture may be more common following infection, hematoma and seroma, and the chance of it happening may increase over time. Capsular contracture occurs more commonly in patients undergoing revision surgery than in patients undergoing primary implantation surgery. Capsular contracture is the most common complication following implant- based breast surgery and is one of the most common reasons for reoperation" capsular contracture is graded into 4 levels depending on its severity. Baker grade I: the breast is normally soft and looks natural; baker grade ii: the breast is a little fi rm but looks normal; baker grade iii: the breast is firm and looks abnormal; baker grade IV: the breast is hard, painful, and looks abnormal. Patients should also be advised that additional surgery might be needed in cases where pain and/or firmness are severe (baker grades iii or IV) and that capsular contracture may happen again after additional surgeries. Correction of capsular contracture may require surgical removal or release of the capsule, or removal and possible replacement of the implant itself. Normally, capsules of collagen fibers form as an immune response around a foreign body, such as a breast implant, tending to isolate it. Capsular contracture occurs when the capsule tightens and squeezes the implant. This can cause the implant to turn rigid (from slightly firm to quite hard) and the firmest ones can cause varying degrees of discomfort, pain and palpability. In addition to the firmness, capsular contracture can result in a deformed breast, visible surface wrinkling and/or displacement of the implant. Detection of breast cancer by mammography may also be more difficult. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Capsular contracture occurs more commonly in patients undergoing revision surgery than in patients undergoing primary implantation surgery. Capsular contracture is a risk factor for implant rupture, and it is the most common reason for reoperation in augmentation and reconstruction patients.¿ per our directions for use, each patient must receive the establishment labs s.a. ¿motiva implants®: information for the patient¿ during her surgical consultation, it is the surgeons´ responsibility to ensure that the patient completely understands the information regarding the risks, benefits, and recommendations associated with silicone gel-filled breast implant surgery, as well as the complications typical of any type of surgery. This document is available in motiva® website: IFU.motiva. Health initial internal investigation was generated, in order to identify if there are any other complaints for the same or similar nature of the reported event. -capsular contracture and rotation are risk associated with breast implant surgery and there is no evidence to suggest a link between the breast implants and/or their manufacturing process with this condition. Establishment labs will continue to monitor for similar complaints/trends.

Manufacturer narrative:
-Quality department received a complaint from a customer, notifying ¿capsular contracture baker grade iii/IV, rotation¿. The device involved corresponds to a motiva implants, serial number (B)(6), catalog number rsf 450+. -DHR review: a complete review of the DHR was carried out, no deviation was found in the process, so it is established that there is no evidence of a relationship between the event and the manufacturing process. - shell manufacturing: no deviation or abnormality detected - gel mixing: no deviation or abnormality detected - primary packaging: no deviation or abnormality detected - sterilization: no deviation or abnormality detected - second sterilization round: no deviation or abnormality detected - secondary packaging: no deviation or abnormality detected - labeling: no deviation or abnormality detected a review of complaint history for the reported lot number and sterilization run found no other similar complaints reported in the past. -literature reference: the most common overall indication for reoperation is capsular contracture. (Handel, 2006). Breast prostheses are no different from any foreign material implanted into the human body in the sense of triggering a protective immune reaction from the host. This ¿foreign body response¿ (fbr) is universal and ideally removes or otherwise surrounds the ¿irritant material¿ with fibrous tissue to prevent unwanted immune sequelae. A capsule around a breast implant is, therefore, a necessary mechanism of body defense, but if excessive it can lead to pain and deformity of the breast (steiert, et al., 2013). It has been identified several significant risk factors for capsular contracture, including device features (surface, size), surgical factors (periareolar incision, subglandular placement, antibiotic irrigation), the development of hematoma/seroma, and the use of a surgical bra. (Calobrace, 2018). Periprosthetic capsules become pathologically active and undergo a ¿constrictive fibrosis¿ due to retraction of the fibrous tissue, which deforms their contents and impairs the aesthetic outcome, manifested by hardening of variable degree and, in advanced cases, by deformity of the breast. (Baker et al., 1990). Back-to-front flipping is rare, reportedly accounting for 0-5% of cases 1 - 3. Diagnosis is clinically performed through physical examination of the patient and observation of possible changes in breast shape, without the need for diagnostic examinations. Asymmetries secondary to mal positioning are generally attributed to over dissection of the pocket or displacement of the implant. Patients usually present with the complaint of loss of breast shape; the breast appears as an anterior flat disc due to the flat base of the implant facing anteriorly 4. In order to avoid rotation of the implant, it is essential that the surgeon makes a choice of the implant adjusted to the patient's measurements and that the dissection of the pocket be adjusted to the measurements of the implant, especially in width. The repose of the patient in the postoperative period is fundamental. It is recommended to wear bra day and night for 6 weeks, avoiding physical exercise during this period. 1. Cunningham b. The mentor core study on silicone memorygel breast implants. Plast reconstr surg. 2007:120(1):19s-29s; discussion 30s-32s. 2. Cunningham b. The mentor core study on contour profile gel silicone memory gel breast implants. Plast resconstr surg. 2007;120(1):33s-39s. 3. Spear sl, murphy dk, slicton a, walker ps. Inamed silicone breast implant u.s. Study group. Inamed silicone breast implant core study results at 6 years. Plast reconstr surg. 2007;120(1):8s-16s; discussion 17s-18s. 4. Khan ud. Back-to-front flipping of implants following augmentation mammoplasty and the role of physical characteristics in a round cohesive gel silicone breast implant: retrospective analysis of 3458 breast implants by a single surgeon. Aesth plast surg. 2011;35:125-128 -dfu review: the instructions for use in the directions for use were reviewed, to determine if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: "a capsular contracture pertains to hypertrophic scar tissue investing in a foreign body or surgically implanted device, compromising the aesthetic outcome, resulting in pain, breast deformity, and often necessitating further operations. Detection of breast cancer by mammography may also be challenging. Capsular contracture may be more common following infection, hematoma and seroma, and the chance of it happening may increase over time. Capsular contracture occurs more commonly in patients undergoing revision surgery than in patients undergoing primary implantation surgery. Capsular contracture is the most common complication following implant- based breast surgery and is one of the most common reasons for reoperation" capsular contracture is graded into 4 levels depending on its severity. Baker grade I: the breast is normally soft and looks natural; baker grade ii: the breast is a little fi rm but looks normal; baker grade iii: the breast is firm and looks abnormal; baker grade IV: the breast is hard, painful, and looks abnormal. Patients should also be advised that additional surgery might be needed in cases where pain and/or firmness are severe (baker grades iii or IV) and that capsular contracture may happen again after additional surgeries. Correction of capsular contracture may require surgical removal or release of the capsule, or removal and possible replacement of the implant itself. Normally, capsules of collagen fibers form as an immune response around a foreign body, such as a breast implant, tending to isolate it. Capsular contracture occurs when the capsule tightens and squeezes the implant. This can cause the implant to turn rigid (from slightly firm to quite hard) and the firmest ones can cause varying degrees of discomfort, pain and palpability. In addition to the firmness, capsular contracture can result in a deformed breast, visible surface wrinkling and/or displacement of the implant. Detection of breast cancer by mammography may also be more difficult. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Capsular contracture occurs more commonly in patients undergoing revision surgery than in patients undergoing primary implantation surgery. Capsular contracture is a risk factor for implant rupture, and it is the most common reason for reoperation in augmentation and reconstruction patients.¿ per our directions for use, each patient must receive the establishment labs s.a. ¿motiva implants®: information for the patient¿ during her surgical consultation, it is the surgeons´ responsibility to ensure that the patient completely understands the information regarding the risks, benefits, and recommendations associated with silicone gel-filled breast implant surgery, as well as the complications typical of any type of surgery. This document is available in motiva® website: IFU.motiva.health -internal investigation was generated, according to the report, it was not possible to confirm the alleged events due to insufficient clinical evidence. -capsular contracture and rotation are risks associated with breast implant surgery and there is no evidence to suggest a link between the breast implants and/or their manufacturing process with this condition. -establishment labs will continue to monitor for similar complaints/trends. As part of the post market surveillance process, monitoring of the primary endpoints reported is performed to determine unfavorable trends. Per our current complaint data report, no unfavorable trends were detected on this product. No further actions are required.